Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to kinked cannula leading to hyperglycemia. The blood glucose level was 538 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-feb-2026 against "lot number" 6011570 and similar malfunction codes: soft cannula bent/kinked/crimped after removal blockage. Soft cannula found kinked upon removal from infusion site. Soft cannula found bent upon removal from infusion site. Soft cannula found crimped upon removal from infusion site. Soft cannula and introducer needle found bent/kinked during insertion, unable to use. The review confirmed that lot 6011570 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04-feb-2026 against "lot number" criteria equal 6011570 and similar malfunction codes: soft cannula bent/kinked/crimped after removal blockage. Soft cannula found kinked upon removal from infusion site. Soft cannula found bent upon removal from infusion site. Soft cannula found crimped upon removal from infusion site. Soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaints is 3. The complaint number is complaint (B)(4) the remaining complaint (B)(4) were assessed and determined not to be relevant for the following reason: cancelled. Device history record (DHR) review: the lot 6011570 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 3 on 10-feb-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5a05784 was manufactured according to the wi version 66 and manufactured in the machine sc03, on 08-feb-2025, with a total of (B)(4) units. Gluing of tubing of the lot 4h05797 was manufactured according to the wi version 65 and manufactured in the machine sc02, on 04-sep-2024, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional flow testing for complaints area version 2: all 3 samples tested passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal blockage. All test results were within specification as documented in the attached test report complaint (B)(4). CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) (B)(4) 1. Include the defect in document 4805074 (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays) a remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - (B)(6) 2025)." Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011570 and related malfunction codes. 3 complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.